Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams monarc were implanted. It was also referenced that the patient underwent another procedure on (B)(6) 2008 and cook surgisis was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2008.